Manufacturer narrative:
Sample not available. Based on a visual analysis of the photograph, the contaminant particle appears to be a cutting burr originating from the tube cutting process. Once the bag was filled, the burr likely detached and ended up in the solution. The root cause is the cutting of the tube. It is assumed that the bag involved in the complaint was produced on an automatic machine. On automatic equipment, the tubes are cut directly by the in-machine cutting unit using alcohol and then positioned between the two sheets of the bag. It is possible that burrs form on the tube during the cutting phase. These burrs can result from several factors, such as insufficient alcohol wetting the tubes before cutting or wear of the blade used. In general, the actual cause has been identified as non-compliant equipment. A preventive action has been introduced aimed at implementing improvements in the tube cutting process on automatic machines. The modification made to the cutting unit has led to a significant improvement in cutting quality, substantially reducing the likelihood of burr formation. The implementation of the above actions has resulted in an overall improvement of the production process. The code involved in the report were produced before the closure of the preventive action, it is considered that the issue has already been adequately addressed. Furthermore, no additional reports have been received after the closure date of the preventive action (pa). In light of the above, no further corrective actions are deemed necessary. Should the issue recur, a new assessment will be carried out in order to define the most appropriate actions.

Event description:
5 of the 15 cardioplegia induction bags had fibers floating in them.